Event description:
The pt had implantation of a dual chamber defibrillator for ischemic cardiomyopathy in 2002 and generator change in 2007. His right ventricular lead had been put under advisory for increased episodes of lead failure. The lead was examined under fluoroscopy and showed evidence of inside out abrasions of the coils of the lead. The pt was also experiencing episodes of likely aborted sudden death and appropriate shocks from his defibrillator for the treatment of ventricular arrhythmias on multiple occurrences. He was scheduled for lead extraction on (B)(6) 2012. He expired during the procedure.